Event description:
Patient with 5-fluorouracil walkmed infusion pump sent home for 46 hour infusion experienced leak of chemotherapy at infusion bag and tubing connection. Patient had to disconnect from infusion after the chemotherapy leaked on clothing. Pump was filled with leaking 5-fluorouracil and was brought to the chemotherapy infusion clinic in a plastic bag. Fanny pack that carried infusion was soaked with the leaking 5-fluorouracil. Tubing and bag manufacturer contacted to report incident - possible lot number of bag reservoir is 20119503 or 20319509 and possible tubing lot number 20219501. · chemotherapy spill, suspect drug# 1, dosing: as continuous infusion over 46 hours every 2 weeks.